Event description:
Reporter called to inform the FDA about adverse events with her left and right hearing aids. She has been wearing hearing aids since 2012 but her most recent hearing aids that she first received on (B)(6) 2020 have given her problems since then. She has had two separate revisions (B)(6) 2023 on both hearing aids with no resolution. Both devices do not fit properly (too big) and continue to have static and buzzing noises, they constantly fall off, causes scratches in her ear canal, pain, and has shocked her on several occasions. Reporter stated that she paid (B)(6) for her hearing aids and just wants them to work so that she can hear. Reference report: mw5155454.